Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing thresholds, high thresholds and varying thresholds. It was further reported that the ra lead had been pulled back from the normal position. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.